Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, scratched case and cracked battery tube threads. The insulin pump passed the self test. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the display is badly scratched. The blood glucose is unavailable. Nothing further reported.